Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt was discarded at the funeral home where the patient was taken following the death. The funeral home reported that gel was released and 'the wire was cut by the emt'. The gel was released due to the reported treatment event. The damage likely occurred during removal of the device following the reported event. Device manufacture date: monitor: 02/19/2015, belt: 01/08/2014. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, two inappropriate shocks were delivered. Oversensing contributed to the false detection. The patient passed away (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death.